Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Caller's husband is the pt and wife is concerned about two low results of 49mg/dl and 39mg/dl. No adverse event reported.